Event description:
It was reported that the patient's right hip was revised. Patient had dislocated on an unknown date and was closed reduced. Upon later subsequent follow-up, surgeon deemed that the shell had been implanted in a vertical position due to the patient's bmi. Surgeon's plan was to revise the shell. However, intra-operatively the shell was noted to be well fixed. Surgeon instead removed a head and liner and implanted a constrained liner with a new femoral head and deemed the patient stable. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.